Event description:
The patient¿s blood glucose level was not reported. The pod was worn between 24 and 36 hours, on the abdomen. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for a pod hazard alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Inspection of the device found corrosion on all three batteries, the mechanism rails, catch beam, and the pcb assembly. Evidence of fluid ingress was observed on the commutator cap. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.